Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)/general abnormal bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: intrauterine device (iud) in 1983. Past adverse reactions to the above products included pregnancy with intrauterine device (iud). Concurrent conditions included overweight, wrist pain, sleep apnea, endometriosis, abdominal pain, perineal pain, corpus luteum cyst, adenoma nos, adenomyosis, fibroids, uterine myomatosis, pain in extremity, paratubal cyst, micturition urgency, urinary frequency, uterine prolapse and hand injury. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for left lower quadrant pain, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) for post-traumatic pain as well as epinephrine (epipen), hydrochlorothiazide (hctz), ibuprofen, montelukast, prednisolone, sumatriptan succinate and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / always had pain but worst with my menstrual bad more cramping pains"). In 2009, the patient experienced migraine ("migraines"), cluster headache ("headaches/suffer from cluster headaches") and the first episode of vaginal discharge ("vaginal discharge"). In 2010, the patient experienced rash ("rashes or skin conditions type: burning rash on the upper inner thighs"), blister ("rashes or skin conditions type: blisters") and skin exfoliation ("rashes or skin conditions type: skin peeling"). On (B)(6) 2013, the patient experienced cold urticaria ("allergic or hypersensitivity reaction type:cold urticaria"), 4 years 9 months after insertion of essure. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced the second episode of vaginal discharge ("infection (other) describe:always having a discharge"), adnexa uteri pain ("left & more on right side by ovaries pain / severe pain on my ovaries"), abdominal pain lower ("chronic left lower quadrant pain"), papilloma viral infection ("human papilloma virus / positive for hpv"), pelvic discomfort ("discomfort"), vulvovaginal mycotic infection ("having too much yeast in my body") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (aspirin), amlodipine besilate;valsartan (amlodipine and valsartan), ketorolac, sumatriptan (imitrex) and surgery (hysterectomy, b/l salpingo-oophorectomy,colpopexy(intraperitoneal suspension technique), cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, blister, cluster headache, dyspareunia, abdominal pain lower, papilloma viral infection and skin exfoliation had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, the last episode of vaginal discharge, migraine, dysmenorrhoea, weight increased, cold urticaria, adnexa uteri pain, pelvic discomfort, vulvovaginal mycotic infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, blister, cluster headache, cold urticaria, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, papilloma viral infection, pelvic discomfort, pelvic pain, rash, skin exfoliation, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight 200 lbs. She received treatment pelvic/abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Human papilloma virus test - on an unknown date: positive. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2007: 1. Mildly heterogeneous endometrium. Trace fluid is seen in the cavity. No adnexal mass or pelvic ascites; on (B)(6) 2015: 1. Coarse heterogeneous uterus. No discrete myoma. Differential considerations include adenomyosis. Prominent endometrium which may be within physiologic limits. No evidence of adnexal mass. The etiology of the patient's left lower quadrant pain is indeterminate; on (B)(6) 2015: myomatous uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, abdominal pain lower, pelvic pain, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event abdominal pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: intrauterine device (iud) in 1983. Past adverse reactions to the above products included pregnancy with intrauterine device (iud). Concurrent conditions included overweight, wrist pain, sleep apnea, endometriosis, abdominal pain, perineal pain, corpus luteum cyst, adenoma nos, adenomyosis, fibroids, uterine myomatosis, pain in extremity, paratubal cyst, micturition urgency, urinary frequency, uterine prolapse and hand injury. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for chronic pain, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) for pain in hand as well as epinephrine (epipen), hydrochlorothiazide (hctz), ibuprofen, montelukast, prednisolone, sumatriptan succinate and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / always had pain but worst with my menstrual bad more cramping pains"). In 2009, the patient experienced migraine ("migraines"), cluster headache ("headaches/suffer from cluster headaches") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced rash ("rashes or skin conditions type: burning rash on the upper inner thighs"), blister ("rashes or skin conditions type: blisters") and skin exfoliation ("rashes or skin conditions type: skin peeling"). On (B)(6) 2013, the patient experienced cold urticaria ("allergic or hypersensitivity reaction type:cold urticaria"), 4 years 9 months after insertion of essure. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced discharge ("infection (other) describe:always having a discharge"), adnexa uteri pain ("left & more on right side by ovaries pain / severe pain on my ovaries"), abdominal pain lower ("chronic left lower quadrant pain"), (B)(6), pelvic discomfort ("discomfort") and vulvovaginal mycotic infection ("having too much yeast in my body") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (aspirin), amlodipine besilate;valsartan (amlodipine and valsartan), ketorolac, sumatriptan (imitrex) and surgery (hysterectomy, b/l salpingo-oophorectomy,colpopexy(intraperitoneal suspension technique), cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, blister, cluster headache, dyspareunia, abdominal pain lower, (B)(6) and skin exfoliation had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, discharge, migraine, dysmenorrhoea, vaginal discharge, weight increased, cold urticaria, adnexa uteri pain, pelvic discomfort and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, blister, cluster headache, cold urticaria, discharge, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, (B)(6), pelvic discomfort, pelvic pain, rash, skin exfoliation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2007: mildly heterogeneous endometrium. Trace fluid is seen in the cavity. No adnexal mass or pelvic ascites; on (B)(6) 2015: coarse heterogeneous uterus. No discrete myoma. Differential considerations include adenomyosis. Prominent endometrium which may be within physiologic limits. No evidence of adnexal mass. The etiology of the patient's left lower quadrant pain is indeterminate.; on (B)(6) 2015: myomatous uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, abdominal pain lower, pelvic pain, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received: case become incident. Event injury nos was replaced with new events: abnormal bleeding (vaginal), abnormal bleeding (general), abnormal bleeding (menorrhagia), always having a discharge, burning rash on the upper inner thighs, blisters, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, cold urticaria, left & more on right side by ovaries pain, chronic left lower quadrant pain, (B)(6), skin peeling, discomfort, yeast infection were added. New reporter, patient information, concomitant drug, medical history, treatment drug, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.